Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter tore during loading. There was no patient contact with the lens. This occurred on (B)(6) 2021. The cause of the event is reported as unknown: "the lens got caught in the cartridge and was damaged while loading the lens into the cartridge." An alternate lens was successfully implanted and the problem was resolved.